Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was performed and it was reported that the reservoir was occluded. The reservoir will not be returned for analysis.